Manufacturer narrative:
With regards to this complaint, an eva laser module was received for investigation. Historical review of the eva subject to this event indicated that no similar complaints were reported on this eva surgical system. Investigation of the returned laser module determined that the optics inside the module were moved, resulting in the error message on the screen. Additionally a defective diode driver pcb was determined. Based upon the available information it was concluded that the root cause of this event is related to a random component failure of the laser module.

Event description:
A laser was required during a retinal detachment procedure, however, the laser could not be turned on. The surgeon was able to use a backup laser to perform the procedure, however, this caused a delay of greater than 30 minutes which extended the time which the patient was in the theatre.

Manufacturer narrative:
The product has been requested to be returned for investigation.

Event description:
A laser was required during a retinal detachment procedure, however, the laser could not be turned on. The surgeon was able to use a backup laser to perform the procedure, however, this caused a delay of greater than 30 minutes which extended the time which the patient was in the theatre.